Event description:
Complainant alleged that the surgeon was performing open heart surgery on a patient (age and gender unknown). During the procedure, the surgeon attempted to start the patient's heart using internal electrodes with the device, but the screen displayed a "poor pad contact" message. The surgeon then obtained a second set of internal electrodes, and the surgeon was able to successfully discharge the device energy and start the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as result of the reported malfunction. The complainant indicated that the facility was unable to identify which serial number of the two sets of internal handle used during the event malfunctioned with this device.